Event description:
In 2007, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. In 2008, a proximal type I endoleak was notice coming from the proximal aortic extender and another gore excluder aaa endoprosthesis aortic extender was successfully implanted. No films will be sent to gore for review. According to the field sales associate, communication with the physician has been sufficient.

Manufacturer narrative:
A review of the manufacturing records has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.